Event description:
It was reported that the temperature sensing foley catheter balloon was deflating into a ring around the catheter that was causing it to get stuck inside the patient. This occurred on 2 separate units on 2 separate patients and one of the patients needed to have the balloon removed by a urologist. Per additional information received via email on 26jan2023, it was stated that the customer had two more instances in the last month where staff had reported that they had difficult deflating the foley balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device evaluated by MFR: the device was not returned.

Event description:
It was reported that the temperature sensing foley catheter balloon was deflating into a ring around the catheter that was causing it to get stuck inside the patient. This occurred on 2 separate units on 2 separate patients and one of the patients needed to have the balloon removed by a urologist. Per additional information received via email on 26jan2023, it was stated that the customer had two more instances in the last month where staff had reported that they had difficult deflating the foley balloon. Per follow up via email on 15feb2023, there was delay in patient care and being able to remove the products, there was no patient injury or impact.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.